Event description:
(B)(6) called in and stated that one of the guards from the (B)(6) facility called and let him know that (B)(4) (inmate at facility) was using the tracer IV and that it broke. (B)(6) then stated that (B)(6) called a couple of days later to let him know that the frame was broken and the chair needed to be fixed.

Manufacturer narrative:
No RMA has been initiated for this issue. Model t4, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1110558 rev h, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consume's age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consume's technique while using the device is unknown. The maintenance history of the device is unknown.